Event description:
The customer reported that the system would not power up when plugged in. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sim disk was left in the system, which prevented it from booting up. The sim disk was removed. The system was tested and found to be working as intended and put back into service.